Manufacturer narrative:
The main component of the system. Other relevant devices are: sg-64; s/n: (B)(4); use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide and heli-fx applier and endoanchors were used for the endovascular treatment of a 52 mm abdominal aortic aneurysm in the patient. The patient had 3 stent grafts (another manufacturers) implanted on the same date and 4 endoanchors were used due to concern for late failure of these stent grafts. It was reported that the patient was suffering with left axillary pain and this was resolved by treatment with morphine on the same day. As per the investigator the cause of the event was related to the index procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.